Manufacturer narrative:
(H6) add codes: 4121, 213, 67.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER), reportedly due to a low blood glucose level, a specific value was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.